Event description:
Ous MDR - after an implantation period of about 101 months, oversensing was reported. The lead was capped an left in situ. The ICD was explanted, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead and the ICD under complaint were not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data was inspected. During the inspection of the available iegms noise was observed in the ventricular as well as the far-field channel, leading to two charging cycles. Besides that, the device data showed no anomalies. Especially the documented atrial and ventricular pacing impedance as well as the shock impedance showed normal and as expected values. Based on the available data no conclusion can be drawn regarding the root cause of the clinical observation. The analysis of the device data revealed no indication of a ICD or lead malfunction.